Event description:
Respiratory therapy staff reported that the ventilator would not ventilate the patient. The error displayed said low gas. They were able to bag the patient and utilize another ventilator so no adverse outcome occurred. The ventilator was removed from service and sent to the biomedical engineering department. The biomedical engineer was unable to duplicate the problem.====================== health professional's impression======================device failure.